Event description:
About 6.5 hours into a liver transplantation procedure, belmont overheated while infusing blood, ffp, and 5% albumin at 20ml/minute through a mac catheter. No other substances were added to the reservoir throughout the duration of the entire operation. A calcium infusion that had been running through a separate port (vip of pac) had been stopped for at least 1.5 hours. It had been plugged into a separate electrical outlet, not sharing its power supply with any other devices. The unit was immediately turned off. The infusion apparatus was discarded except for the reservoir (not heated). No labs were drawn from blood in the defective apparatus. The patient remained hemodynamically stable. Occurred during noncritical period of the operation. Patient care resumed without problems.